Manufacturer narrative:
On (B)(6) 2022, the customer reported this event occurred multiple times. Later the customer clarified this event occurred twice. An additional medwatch report will be submitted for the second occurrence. The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: front panel damaged, no power/intermittent power, and worn out socket slider switch which caused intermitted use of high intensity mode. Evaluation also found a non-olympus lamp life reading at 50 hours plus, but light output measured in range. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was intermittently shutting off. The event occurred during an unknown procedure. In additional, the customer reported the device will worked for a case or two, then shut off during a case. It was reported that there was procedure delay, but the customer switched to another scope and the procedure was successfully completed. There was no patient harm or user injury reported due to the event. Additional information regarding this event occurring multiple times has been requested and not yet received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the worn-out socket slider switch could not be identified. Per instructions for use: 8.2 identification of abnormalities and methods of coping: it cannot be set to high brightness mode. An endoscope or light guide not compatible with high brightness mode is connected to the output connector. 4.11 reconnect to an endoscope or light guide that is compatible with high brightness mode as described in checking high brightness mode. Olympus will continue to monitor field performance for this device.